Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 178 mg/dl, hi (greater then 600 mg/dl), 195 mg/dl, and 415 mg/dl. Customer reported low blood glucose symptoms with these results. Treatment information not provided. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.